Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 550 mg/dl, 375 mg/dl, 273 mg/dl at time of incident and the low blood glucose value was 53 mg/dl, 40 mg/dl and the current blood glucose level was 399 mg/dl. The customer was assisted with troubleshooting. The customer was treated with bolus for high blood glucose and with food for low blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea and trouble in breathing. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The customer received software error detected and was able to clear it. The customer also passed self test. The device will not be returned for analysis.